Event description:
The customer reported that the system made a strange noise. The field engineer noted the noise came from the image intensifier and the system would not display an image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image intensifier power supply. The system operates as intended.